Event description:
It was stated that the customer was treated by the school nurse due to high blood glucose levels. The mother stated that insulin leaked from the reservoir when she was filling it. It was also stated that the insulin pump was squirting out insulin during the manual prime. The mother was unable to troubleshoot at the time of the call. The reported blood glucose reading was 326 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 3004209178-2009-07947 for leak.